Manufacturer narrative:
B.5 additional information received; I was reported from the CT scan performed 7 years post the index procedure, the aneurysm sac size increased from 6.2cm to 7.8cm over an 18 month period along with a type ii endoleak. It was reported the ib endoleak was the likely cause of the short iliac limbs and sac expansion but the ib endoleak was never seen in any scans. It was reported the aneurysm expansion was resolved 2 months later. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enlw1616c120ee, serial/lot #: (B)(4), ubd: 07-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported that seven years later, aneurysm enlargement was noted with a shortening of the right and left iliac limb. No intervention was performed at this time. The site assessed this event as not related to the procedure and not related to the device. The sponsor assessed this event as possibly related to the device and not related to the procedure. It was then reported that there was also a type ib endoleak observed along with the previously reported shortening of rt and lt iliac limb, this event was resolved with intervention seven and a half years post the index procedure. The sponsor assessed event as possibly related to the endurant device and not related to the index procedure. The site have assessed the event as not related to the endurant device or to the index procedure no cause of the event was reported. No additional clinical sequalae were reported and the patient is fine.